Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the physician believed that the thumb advancer stroke was completed by aligning the arrows, the trigger button was depressed but the clip remained in the device. The safety release button was activated to release the locator wings. The device was removed and manual compression was applied to achieve hemostasis. Once removed and during device inspection, the thumb advancer stroke and clip deployment were completed. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: the device was returned fully clip deployed. The external components were in the correct post deployment positions with the exception of the pusher findings. The pusher findings were proximal of the garage and carrier tubes. During the internal examination the trigger pin and guard was found bent. The damaged guard had created a gap between the pusher and garage blocks. This prevented the clip from being fully deployed, resulting in a failure to achieve hemostasis. The clip tine witness marks were present at the distal end of the carrier tube. The position of the guard and the witness marks on the outer edge of the trigger button indicate that clip deployment was attempted prior to the arrows being aligned. The instructions for use instructs the user to "visually check to make sure that the arrow on the thumb advancer is aligned with the finish arrow" because "the trigger will not function if the arrows are not completely aligned". The damage to the device may have been perceived as the clip not firing since hemostasis was not achieved. Therefore, based on the findings on this investigation, the root cause for the failure to deploy was related to user error. No manufacturing issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.